Manufacturer narrative:
A service engineer (se) inspected the device and was unable to duplicate the reported issue. They found logs that indicated that the ventilator was unplugged from alternating current (ac) power and from both medical gases. The ventilator was found to function normally. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator went into a safety valve open condition. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Unique identifier (UDI) number added to section. If information is provided in the future, a supplemental report will be issued.